Manufacturer narrative:
The device was received for analysis. Unit returned with its original pouch. The unit returned has wire damaged. The device has the distal tip unraveled, body kinked and core wire detached from ball weld. The outer diameter (od) of the middle and proximal sections of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that core wire protrusion occurred. During unpacking of a 035/260 amplatz super stiff¿ guide wire, it was noted that the guide wire was broken and the inner core was visible from the tip of the wire. The device never entered the patient's body and no patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that core wire protrusion occurred. During unpacking of a 035/260 amplatz super stiff¿ guide wire, it was noted that the guide wire was broken and the inner core was visible from the tip of the wire. The device never entered the patient's body and no patient complications were reported.